Event description:
Revision surgery - the pt had a bipolar converted to a total hip.

Manufacturer narrative:
The reason for this revision surgery was to convert from a bipolar into a total hip after 2.3 months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 9th complaint for this part number: four due to dislocation, one for stability/poor joint issue, one packaging contamination caused by flooding, one due to device loosening, and one revision/due to leg length. This is the first complaint for this lot number. The root cause for the need of the conversion was not identified or reported. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.